Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report # (B)(4). No sample has been returned for investigation. Without the actual sample (or device), a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. Device history record (DHR): reviewed the DHR for batch 20c12ge221; there is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): overinfusion: cefuroxim 4500 mg in 240ml easypump, 1 pump, was empty in 15 hours instead of 24 hours this customer filled and prepared other similar easypumps, they were checked on fillingvolume, no mistakes were made during filling. During filling the easypump ii lt 270-27-s ch: 20c12ge211 exp.: 01-03-2025 were used. What could be explanation of short duration of infusion?